Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ddc8, implanted: (B)(6) (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
(B)(4). It was reported that patient¿s unit was not working and was on. The patient changed the level of stimulation it was not helping. Patient was having issues with retention and urgency. It was noted that patient was going to the bathroom 7 times at night. It was indicated that since her implant she has been on antibiotics because of urinary tract infection (uti). It was indicated that she had it before hand and it was not clearing. Patient was on keflex x and macrobid antibiotics, can stay a few days without medication but kept going back on them. It was indicated that a week prior to this call patient felt the urge to go to the bathroom but "before she knew she was struck with such a severe headache¿, which lasted for 3 days and the same thing happened on saturday. A follow-up report will be sent if additional information becomes available